Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis which was manifested by turbid drainage, vomiting and diarrhea. The cause of the peritonitis was not reported. The patient presented to the emergency room and began receiving inpatient treatment (unspecified). Dianeal therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.